Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing multiple shocks. Upon interrogation, oversensing was noted on the right ventricular (rv) lead. Inappropriate shocks were delivered as a result of the oversensing. An x-ray was performed and revealed a dislodgement of the rv lead. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.